Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 78 mg/dl. The customer reported that the insulin pump was not providing audible alarms. The customer has turned on the vibrate mode on the insulin pump but continues to miss the alerts from the insulin pump. The customer reported simply not being able to hear the alarms from the insulin pump. The customer also reported high blood glucose levels at least twice a week. No exact blood glucose levels were provided. The customer also reported an instance in the past regarding a leak in the reservoir where the problem was fixed a good three to four hours after it occurred due to the customer not being able to hear the alarms from the insulin pump. No additional information was provided.